Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a highly calcified circumflex artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, when the physician tried to implant the stent next to a previously implanted promus premier drug eluting stent, the promus premier stent hindered deployment of the synergy stent. The synergy stent failed to expand properly and became wrinkled. The stent remained on the delivery system and the device was able to be completely removed. The procedure was completed with a different device. No patient complications were reported and patient status was stable.